Event description:
Approximately 2 month(s) and 21 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced dislocation of shoulder joint with likely dissociation of polyethylene. The patient underwent a standard reverse with preserve stem revision, with the reported removal of the humeral liner and glenosphere. The outcome of this event is considered resolved and the case report form indicates that this event is possibly related to the device(s) and definitely related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
(D10) concomitant devices: 320-10-00 - equinoxe reverse tray adapter plate tray +0. 300-30-06 - equinoxe preserve stem 6mm: 6741415. 320-06-38 - glenosphere 38mm: 6613265. 320-15-01 - eq rev glenoid plate: 6761305. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, g. The root cause for the revision reported cannot be conclusively determined; however, dislocation may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Similarly, the root cause for disassociation of the humeral liner from the humeral tray cannot be confirmed as the devices were not returned for evaluation and images/radiographs were not provided. Potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner may factor into the cause for disassociation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.